Event description:
It was reported that during an unspecified surgical procedure, it was observed that the echelon 60 stapler did not fire completely (partial shot), requiring the opening of another stapler. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/02/2026. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the firing sequence initiated? If so, was the firing sequence completed? Answer: yes, the firing sequence was partial, requiring completion with another stapler. 2. Was the device applied to staples? Answer: yes, partially. 3. What was the appearance of the applied clips (b-shaped, deformed, gooseneck/straight legs)? Answer: b-shaped. 4. Were there any missing staples in the stapling line? Answer: yes. 5. If so, was the stapling line complete? Answer: no. 6. Was the device cut? Answer: yes. 7. If so, was the cutting line complete? Answer: yes. 8. If so, was there any problem with the cutting line? Answer: no. 9. Was there any difficulty opening the jaws of the device? Answer: no. Open normally. 10. If yes, what steps were taken to open the jaws? 11. The device instructions cannot be opened, how was the device removed? A manufacturing record evaluation was performed for the finished device plee60a lot number a98g8h and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.